Event description:
It was reported to philips that the pdu went offline due to a tripped circuit breaker during a generator test on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service worked with an electrician to restore power, and the device was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).